Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced an alarm from the system controller. It was also reported that the history from the system controller showed some pump disconnects associated with low flow, low voltage and low speed resulting in pump stoppage. The system controller was exchanged and the issue was resolved. The pt was not injured during the event and is ongoing.